Event description:
It was reported the subject device was missing part of the ultrasonic tip. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is to provide correction to the initially submitted medwatch medical device report (MDR). The initial MDR was submitted as a reportable malfunction in error. Per the legal manufacturer, this device has no issues that have the potential to cause or contribute to death or serious injury if they were to recur. Olympus will continue to monitor field performance for this device.

Event description:
No additional information from the customer.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited pink probe has a large chip, and the ke-45 forceps cover adhesive is missing. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.